Event description:
There was no patient involved in this event. This device malfunctioned because no status indicators were illuminated when switched on.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2013 and performed to specification up to (B)(6) 2013. Investigation confirmed a fault with the device which caused the absence of the status indicators when the device was switched on. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.